Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend and her blood glucose level was 400 mg/dl when she woke up. The customer's sensor glucose reading was over 400 mg/dl. She did not exhibit low blood glucose level symptoms. The device was not returned.